Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
Olympus received the following article on 19mar2021 from the us/emea medtech newsletter: march 19, 2021 (9934 gastrointestinal endoscopy volume 93, no. 4: 2021): enhanced reprocessing of duodenoscopes: a glass half full or half empty? Gastrointestinal endoscopy sushrut sujan thiruvengadam, md v. Raman muthusamy, md, mas- march 15, 2021. The aim of this study was to compare the efficacy of reprocessing duodenoscopes with either double high-level disinfection (dhld) or liquid chemical sterilization (lcs). This was a prospective randomized study using 67 duodenoscopes (olympus models tjf-q180 (reported in case with patient identifier (B)(6) and tjf-160 (reported in case with patient identifier (B)(6) randomized, and 10 older-model duodenoscopes, olympus jf-130 (reported in case with patient identifier (B)(6)), jf-140 (reported in case with patient identifier (B)(6)), and tjf-140 (reported in case with patient identifier (B)(6) which were included in this analysis but were not randomized. All older scopes were reprocessed with dhld, given the institutional experience with dhld on these less commonly used models. Duodenoscopes were randomly cultured after reprocessing. There was no patient involvement. The study concluded there was no significant difference in the positive culture results between the dhld group and the lcs group.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint devices could not be reviewed since the lot/serial numbers were not provided. Olympus does not ship any device that does not meet all design and safety specifications. Conclusion: from the information reported, it is presumed that the causes of the reported events are not due to product defects, but the definitive cause could not be established.